Event description:
While placing two merit introducer sheaths into a patient during an av fistulogram, the tip of one sheath broke off and embolized. The first sheath was positioned properly. While inserting the second sheath, the physician believes the introducer needle sheared off the tip of the first sheath. They attempted to retrieve the sheath tip by using a snare-type device. They aborted the retrieval procedure after noting that each time they attempted to snare, it kept pushing the sheath tip further into the venous system. The doctor decided that since the portion of the sheath that is still in the patient "does not pose any clinical problems" they are not going to remove it. It is in the small branch vessel in a vein of the left lung. The patient is stable and reported to be doing well.

Manufacturer narrative:
Device evaluation: the complainant will not return the subject device for our evaluation; however, they did provide photographs of it. Upon visual inspection of the photographs it was apparent that the tip was missing from the sheath tubing and the distal edge was jagged. This is consistent with a report from the clinician that the introducer needle pierced through the first placed sheath, subsequently causing the tip break/tear and embolization. The clinician/physician further reported that the event was caused by user error during placement.